Manufacturer narrative:
The investigation determined that discordant, higher than expected valproic acid (valp) results were obtained from patient samples from different patients processed using vitros chemistry products valp reagent lot 2511-28-7542 on a vitros 4600 chemistry system. The results were discordant and higher than expected when compared to the results obtained on an alternate vitros 4600 chemistry system. The investigation was unable to determine a definitive assignable cause. A possible cause of the event is an issue related to improper pre-analytical sample preparation and handling. It was not possible to determine if the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed at this time. In addition, the patient samples were processed on each of the vitros 4600 chemistry systems on different dates. Based on historical quality control results an issue related to vitros valp reagent lot 2511-28-7542 was not a likely contributing factor of the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros valp reagent lot 2511-28-7542. Within run precision testing performed by the customer on the vitros 4600 chemistry system was within ortho acceptable guidelines. The precision testing was not completed around the time of the event, however, an instrument issue is not likely a contributing factor of the event as the customer made no indication that any service actions were performed on the vitros 4600 chemistry system between the date of the event and the date the precision testing was performed. Although an appropriate diagnostic precision test was not performed on the vitros 4600 chemistry system, there was no evidence to suggest the instrument malfunctioned. Additionally, a patient correlation for troubleshooting was performed between both vitros 4600 chemistry systems using a different set of patient samples. The results of the correlation between the vitros 4600 systems were acceptable.

Event description:
A customer contacted the ortho clinical diagnostics technical service center (tsc) to report discordant valproic acid (valp) results obtained from patient samples from different patients using vitros chemistry products valp reagent. The results were discordant between two different vitros 4600 chemistry systems. Patient 7 vitros valp result of 624 umol/l vs. The expected result of 499 umol/l. Patient 9 vitros valp result of 361 umol/l vs. The expected result of 290 umol/l. Patient 10 vitros valp result of 928 umol/l vs. The expected result of 760 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, higher than expected patient sample results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).